Manufacturer narrative:
Customer told us the device is not available for evaluation. The most common cause of this type of damage is due to mechanical overload.

Event description:
Allegedly, a single prong broke off a 5mm tenaculum while in use during a gyn procedure. The instrument was removed: the prong was easily identified and removed. Prong and tenaculum were examined and it was noted to be a clean break, no missing parts. No harm to patient.